Event description:
It was reported that a revision surgery was performed due to tibia loose. Legion tibia with a jll lock was revised and a new poly was inserted.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per complaint, tibial loosening was the root cause for revision, although the reason for the loosening remains unknown. The patient impact beyond the reported revision and an expected brief rehab phase cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.